Event description:
It was reported that during an open low anterior resection, the device did not staple at all when it was used on the super low rectum at the 1st firing. This event was noticed when an anastomosis instrument was inserted after the device was fired. Purse-string suture was performed by hand, and then an anastomosis instrument was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Damaged casing/shroud the analysis results showed that one device arrived with the hook shroud open by the seam and with a cartridge loaded on the device. The cartridge was returned void of staples. No functional test was performed due to the condition of the device. The damage to the hook shroud may have been due to an excess force applied to the adjusting knob while trying to open / close the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.